Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had three hypoglycemia events in the last month. Customer stated their blood glucose would drop under 30 mg/dl. It was found the customer's husband treated the customer with a glucagon pen. The customer also stated they were unconscious from their low blood glucose. Customer stated it was normal for them to have low blood glucose. The customer declined to troubleshoot for their insulin pump. No additional information provided.